Event description:
Pt received pt-specific total temporomandibular joints in 2006. This pt appears to have developed an allergic reaction to the implants.

Manufacturer narrative:
These devices are scheduled to be explanted. The MFR plans on performing an investigation on the explanted devices. Add'l model and lot#'s: model crmcp (lot 11625) model cfel (lot 11621) model clmcp (lot 11624).